Event description:
Customer reported that the screen on the insulin pump was broken and partially readable and responsive. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent.